Manufacturer narrative:
D4. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported potential adverse event of myocardial infarction, stenosis and thrombosis are listed in the absorb bioresorbable vascular scaffold system (bvss), instructions for use as known adverse events associated with the use of a coronary scaffold. A conclusive cause for the reported difficulty to deploy and patient effects, and the relationship to the product, if any, cannot be determined; however, the reported treatments appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Attachment article, titled: "very late scaffold thrombosis after everolimus-eluting bioresorbable scaffold implantation in patients with unremarkable interim surveillance angiography".

Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The absorb device is currently not commercially available in the u.s.; however, it is similar to a device sold in the us. It cannot be confirmed if the device was absorb or absorb gt1. Article title: very late scaffold thrombosis after everolimus-eluting bioresorbable scaffold implantation in patients with unremarkable interim surveillance angiographyna.

Event description:
The following was reported through a research article: it was reported that the patient presented with nstemi and was treated with a 3.5x18 mm absorb bioresorbable scaffold (brs). 890 days post index procedure, the patient experienced stemi and angiography showed very late scaffold thrombosis in the proximal left anterior descending (lad) coronary artery. Optical coherence tomography (oct) was performed and showed a focal area of mild to moderate restenosis, a tissue bridge possibly consequent on malposition and focal scaffold discontinuity with thrombosis. Balloon dilatation and drug eluting stent implantation was performed with good result. No additional information was provided. Details are in the article, titled: "very late scaffold thrombosis after everolimus-eluting bioresorbable scaffold implantation in patients with unremarkable interim surveillance angiography".